Manufacturer narrative:
This medwatch is for the compact plus gf meter. (B)(6). Will not be returned to manufacturer.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 245 mg/dl (compact plus gp) and 114 mg/dl (compact plus gf) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been used. Replacement was sent.